Manufacturer narrative:
The device was returned as part of the asset return process. The forcep channel port was shaved off. Additionally, the evaluation revealed: broken fiber, due to wear of angle wire, bending angle in up and down direction did not meet the standard value, due to deformation of control unit, water tightness was lost, the image guide bundle had significant breakages and a stain, and the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The bronchofiberscope device was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps channel port was shaved. There was no patient involvement and were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port during insertion/withdrawal of those products, likely causing the shaved forceps. The event can be prevented by following the instructions for use: "bronchofiberscope bf-e2 series chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device."